Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) automatic inflation of the machine failed and the machine did not inflate. The machine was replaced and no patient was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
A getinge field service engineer evaluated the unit. The test balloon was connected, but automatic inflation failed. After self-inspection, fse found that the air outlet was blocked with a plug. One end of the plug can be connected to the balloon. Fse removed the plug and the machine works normally. The equipment passed all inspections required by the factory. The equipment has been delivered to customers and is ready for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) automatic inflation of the machine failed and the machine did not inflate. The machine was replaced. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.